Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient underwent surgical intervention to revise her lead due to migration (reference MFR. Report: 1627487-2015-21315). The physician explanted the previously implanted dual octrodes and attempted to replace them with a new tripole lead; however, the physician was unable to implant the tripole lead in the epidural space and the procedure was abandoned and the entire scs system was explanted.